Manufacturer narrative:
It is unknown if the device is available to be returned. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number. If additional information becomes available, supplemental reports will be submitted.

Event description:
The event occurred on an unspecified date involving a chemolock cstd where the customer reported a similar issue with carfilzomib regarding a particulate matter. There was no report of patient involvement or patient harm. No additional information was provided.